Event description:
It was reported via repair work order that the footend lift was stuck at an elevated and inoperable due to lift motor coupler malfunctioning. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.